Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine device check, lead dislodgement with high capture threshold was observed on right ventricular lead. Physician elected to revise the lead. The lead was capped on (B)(6) 2019 and a new rv lead was implanted. During the implant procedure of the rv lead, the device was unable to rotate with set screw so the physician elected to explant the device and a new device was implanted with rv lead. Patient was stale during and post procedure.